Event description:
It was reported that this artificial urinary sphincter (aus) was defective. No additional information was reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier #UDI(and other product specific information. If additional details become available, a supplemental report will be submitted. B3.date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.